Event description:
Hcp reported pt presented approx in 2004 with signs of an infection of the device pocket. These include fever and redness. Cultures of the device pocket were obtained. Staph was the organism cultured. The pt was treated with total device system explant. Hcp reports pt's infection is now resolved. Pt risk factors are diabetes. Hcp reports pt had an infected finger (staph) 2 days prior to pocket infection. The device was explanted but not returned to the MFR for analysis.